Event description:
The laser system has the following problem: "no laser emitted".

Manufacturer narrative:
The problem was due to broken cavity mirrors. After the replacement of these components, the laser system restarted to work. We are unaware about patient injury.